Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter did not move during surgery. It was replaced with another one and the surgery was completed. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One opened bl5625 pouch from lot v8232 was returned. The expiration date on the label is 2018-04-08. The tip protector in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. At start up, the inner needle did not move. After about 20 seconds, the inner needle popped into action and the cutter began cutting. The cutter had good clean cuts throughout the various cut rates and performed as intended. Due to evidence of dried solutions, it cannot be determined if the inner needle was stuck at the time of customer receipt or if it was stuck due to the dried solutions.